Event description:
It was reported that the tps sagittal saw became disassembled at the blade loads, and that the button and head came off. This occurred while a blade was being loaded during a procedure. There were no pt or user injuries, and no fragments came in contact with the surgical site. No medical intervention was required.

Manufacturer narrative:
Corrosion was noted on internal components of the device.